Event description:
I woke up early in the morning on (B)(6), because of the alarm system of freestyle libre 3 plus. The reading of glucose was 45. I woke my wife up, as I was extremely disturbed, asking her to move me to the hospital for emergency. But she asked me to check my glucose by normal glucose meter, to discover it is 123. Then, I received a message from abbott company saying there is some problems in some sensors. I detected my freestyle libre 3 plus through www.freestylecheck.com, saying that the sensor kit was not impacted. But, even so, I got this mistake reading.